Manufacturer narrative:
The complaint for implant detaches from both leaflets into vasculature (post procedure) was confirmed with other empirical evidence. There was no allegation or indication a device malfunction contributed to this adverse event. The provided images were deemed not sufficient to perform a procedural imaging evaluation. The cs call provided some additional information for the index procedure (straightforward case, good leaflet insertion, original capture zone was not noted, case time was 32 minutes in duration). However, there is insufficient information to provide a probable root cause; therefore, a definite root cause for loss of capture on the aml is unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.

Manufacturer narrative:
It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, on post-operative day (pod) 154, it seems the pascal device embolized to the pulmonary artery. Edwards received notification of a pascal procedure in mitral position where the patient had an echo prior to a reintervention, and a posterior flail with an eccentric jet in septum direction was observed. The plan was to catch the flail to treat the tricuspid regurgitation. After the right femoral access, the physician used fluoroscopy and detected that the pascal device was likely in the pulmonary artery. The physician decided to cancel the operation for further clarification.